Manufacturer narrative:
Failure event observed during analysis. A partial distal portion of the lead measuring 43.5 cm was returned for analysis. External insulation abrasion was noted from 9.0 cm to 9.9 cm from the distal tip and from 36.4 cm to 36.9 cm from the distal tip, consistent with friction against another device or feature of the heart and the pulse generator can, respectively. The etfe coating was intact at these locations. All other damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.